Event description:
Female reported that her son experienced acanthamoeba keratitis while using complete easy rub formula to clean and store his contact lenses. He began using contact lenses in 2009. He was not a contact lens user prior to this time. He was given a bottle of easy rub and has only used that product. Mom reported that the following month, her son woke up and put his contacts in his eyes. His right eye felt a bit irritated with some minor pain. The next day when he awoke, the pain in his right eye had increased. He was examined in the ER. Diagnosis was unclear other than an "infection". They referred him to a specialist whom he saw the next day. Mom says the specialist took a culture and it was positive for a parasite in his eye. A second test was reportedly performed, type and results have not been provided. Her son was prescribed medication; the only one she could remember was phmb. Her son lives in another state. In a follow up call from the mother, she said she spoke with her son and he told her he gave the bottle of solution to his doctor for testing. He is still under treatment and is willing to speak with the manufacturer at this time.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the manufacturer does not have any pt info that would allow us to further our investigation. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The relationship, if any, of the device to the reported incident / adverse event is unk. Additional info regarding event, hcp info and return of the complaint unit requested via letter 11/13/2009. Root cause has not been established.